Event description:
I had breast augmentation (B)(6) of 2016. Symptoms of chronic fatigue, depression began. I then developed dry eye, dry mouth, joint pain, raynauds, sjogrens, fibromyalgia, swollen lymph nodes, lymph node removal shortly after. My symptoms have only worsened with time. FDA safety report ID # (B)(4).